Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow device check, far r-wave oversensing issue was observed on the device which was confirmed through the review of the stored electrogram sessions. Due to the far r-wave oversensing issue, inappropriate mode switches were observed as well. Programming changes were recommended however it was mentioned that these changes which were made in the past did not resolve the issue. Patient will continue to be monitored with routine follow up.